Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/08/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the back of upper arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction and had a red and swollen arm. The customer had bleeding during insertion also on (B)(6) 2025, and he also felt pain on the same day. He removed the sensor on (B)(6) 2025, and he noticed the infection on his arm. He applied an otc topical ointment called triple ointment on (B)(6) 2025, and he used it for three days, but his arm remained infected. He consulted his doctor on (B)(6) 2025, and was prescribed an oral antibiotic (doxycycline, 100 mg twice a day for one week. He started to take the medicine on (B)(6) 2025. No other laboratory tests or medical procedures were done. At the time of the follow up call with the tech support rep on 04/08/2025 the customer had recovered and the puncture site was healed. No additional event or patient information is available.